Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences tenderness at the ipg site and the patient is able to move the ipg in the pocket. The patient stated her physician provided her with lidocaine patches and medication. The patient also stated she will be using ice and compression at the site. The patient is to consult with her physician as the next course of action.